Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker went into backup operation due to firmware update issue. Programming changes were made, and the pacemaker was restored. Patient condition was stable.